Event description:
It was reported that during a lap hepatectomy, an error 5 occurred during use. The blade was broken off when the device was tested on the mayo stand. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. .no device will be returning.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.